Event description:
It was initially reported that the handle of the device was jammed. Additional clinical information determined that the issue occurred during surgery. It was stated that there was no patient harm or delay associated with the report however the device was shredding the skin. The skin graft was able to be used and no additional skin graft was required.

Manufacturer narrative:
This report is being amended to reflect changes. This information was reported in error on initial MDR 1526350-2015-00143 ¿ 1. The device was manufactured on 06/05/2014 and has no repair history at zimmer surgical or zimmer (B)(4). The zimmer skin graft mesher device, serial number (B)(4), was sent to zimmer (B)(4) along with a ratchet for evaluation. Evaluation revealed the ratchet was jammed onto the roller extension. There was no damage to the roller after removal of the ratchet. There were also no issues with the comb. Prior to repair, the test mesh passed. Repair of the device included the dismantling, lubrication and reassembly of the ratchet. Repaired, calibrated, and tested per procedure. The reported event was confirmed and was most likely due to the improper seating of the ratchet to the roller extension by the user. Per the instructions for use, ¿if there is trouble with the insertion, verify that the correct ratchet handle is being used. If the correct ratchet handle is being used, then the roller extension end may be misaligned with the similarly shaped end of the ratchet handle. To facilitate alignment, grasp the knurled roller and keep it stationary, then turn the ratchet handle until the two shapes match and then push the ratchet on completely.¿ the device was repaired and returned to the customer.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.